Event description:
Information was received that a smiths medical cadd extension set and pump began leaking at the filter. Patient was able to finish infusion, and no injury resulted. Medications being infused were doxorubicin, oncovin, and etoposide.